Event description:
It was reported that prior to an elective upgrade procedure, the device was programmed to voo mode. The device became inhibited and remained there until the device was interrogated. This happened two times. The patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.